Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient went to the hospital on (B)(6) 2019 and has been admitted to psych ward (hospitalization and being admitted to psych ward is not related to device/therapy). They weren't sure if the ins was turned off or not and they don't have their patient programmer (pp) to turn it back on; they were having incontinence and accidents again. The patient added that they left their pp at home and is going to be at psych ward for a week or more. The call center reviewed the patient's ins can't be turned off remotely and they would need their pp. The call center recommending having the healthcare provider (hcp)/nurse page a local manufacture representative (rep) to meet and check if the device is on or to turn it on. Additional information received from the patient who noted that they returned home from the hospital and has "been having trouble ever since being in the hospital with the device". They explained that they have "wet the bed at the hospital twice on two occasions, had excessive leaking of urine, and had to wear depends on more than one occasion". The patient added that the "device is acting weird," noting that the hospital had an "ect machine and other machines that are really bizarre, lots of electronic devices". Prior to calling, they increased from 1.4v on program 2 to 1.6v. The call center instructed the patient to sync to the ins which showed stimulation was on. The call center then reviewed programming/therapy considerations; the patient wanted to change programs. The call center then walked the patient through changing to program 3 and increasing amplitude to 0.8v where they felt stimulation comfortably. Patient noted they will monitor their symptoms now that a change was made and follow up with the hcp this week (potentially friday). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.